Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, both bumpers were noted to be bent by the spring and the cannula tangs were noted to be deformed. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as functional testing could not be completed due to the identified failure to prime. The identified deformed cannula tangs are a supplier-related issue and contributed to the identified failure to prime. The manufacturer has issued qa-18-0723 to address the deformed cannula tang issue. Additionally, it is possible that the bent bumpers contributed to the reported and identified failure modes. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.